Event description:
The device was returned form customer for service. During service by baxter technician, the device was found to have depleted batteries. Customer reported there were not patient injuries or medical intervention and associated with this report.

Manufacturer narrative:
6000001-2/25/05-004-c. The device was evaluated at a baxter service center. The reported condition of depleted batteries was confirmed. The batteries were found damaged with 1 discharges below alarm threshold. The batteries were replaced, and the device was returned to the customer fully operational. Review of the complaint history reveals history reveals similar reported issue. This issue is being investigated under CAPA (B)(4).